Event description:
A customer contacted haemonetics on (B)(6) 2008, to report their orthopat machine required preventative maintenance. No operator or donor injury was reported.

Manufacturer narrative:
While performing preventative maintenance it was noted the machine needed to be decontaminated. As a result the power supply needed replacing along with other components. (B)(4).